Event description:
Pulmonetic systems, inc. Received an email from a representative of hosptial in 08/02. The representative reported the following problem: inop during operation without alamr. No patient harm reported.